Manufacturer narrative:
On 1/30/2020, the suspected medical device was returned for evaluation. On 2/1/2020, mentor received additional information regarding the patient¿s demographics, the date of explantation, the diagnosis of the rupture, the revision surgery, and the replacement device. The patient¿s ethnicity is hispanic, and she was 54-year-old at the time of the event. The rupture was visualized via MRI. The patient underwent removal and replacement with an unspecified mentor implant on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-mar-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device it was observed to be ruptured, additionally shell abrasion was noted in the edge of the rupture. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 550cc mentor memorygel breast implant (catalog #: 3505501bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 550cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided rupture. As a result, the patient had the implant explanted on (B)(6) 2020.